Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported, a health care provider attempted to use a defibrillator pad with the wrong automatic external defibrillator (AED) machine and the patient expired as a result. Additionally, the customer stated the issue was user error and not the product. The nurse connected the incorrect defibrillator pad to the defibrillator. The pad was clearly marked on the package and the nurse did not see it.